Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a040101. Patient problem code: f26.

Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: damaged tubing. Questions/inquiries: confirm patient harm and notate in event desc per attached statement above (B)(6) 2023: tubing for the drainage line was cracked where it connects to the t plunger, customer was able to drain successfully with a new bottle, discarded ep sent replacement no pt harm.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001476269 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: damaged tubing. Questions/inquiries: confirm patient harm and notate in event desc per attached statement above. (B)(6) 2023: tubing for the drainage line was cracked where it connects to the t plunger, customer was able to drain successfully with a new bottle, discarded ep sent replacement no pt harm.